Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hv1000 integration system and found that the touch panel required tightening. The technician tightened the touch panel, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that the control box connected to their hv1000 integration system was unresponsive. No report of injury.